Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested with level 1 and level 2 controls with ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. The results: level 1: 45 mg/dl, 45 mg/dl, 43 mg/dl. Level 2: 298 mg/dl 303 mg/dl, 298 mg/dl. All returned results were within the acceptable range. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The patient's stress level, the technique used by the user and the condition of the patient at the time of the comparison could have affected the results received.

Manufacturer narrative:
(B)(4). The customer stated the test strips are no longer available to return.

Event description:
The customer complained of an erroneous low glucose result for 1 neonate patient tested on accu-chek inform ii meter (B)(4) compared to another accu-chek inform ii meter. The patient was tested by heel stick at 1:04 p.m. On inform ii meter (B)(4) with a result of 32 mg/dl. The patient was tested by heel stick at 1:06 p.m. On a different inform ii meter and the result was 57 mg/dl. The customer thought the result of 32 mg/dl was incorrect. There was no allegation that an adverse event occurred. There were no reports that the patient had poor circulation. Food, medication and activity of the patient were all normal. The patient was not diagnosed with any medical conditions and the patient was not given any medication. The customer is not sure if the same strip vial was used on both meters or if 2 different strip vials were used. Valid quality controls were run on both meters within 24 hours of the event and the results were acceptable. The test strips were requested for investigation, however, the test strips are no longer available to return. Inform ii meter (B)(4) was also requested for return as it was contaminated with qc solution. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.